Event description:
It was reported to bsc/target that during the procedure when attempts were made to pull the catheter out the gdc 10-ultrasoft stretch resistant coil detached by itself without being connected to a power supply and lodged in the branch of the renal artery. Attempts were made to snare the device out without any success. The patient was reported to be in stable condition as 2001.